Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was performed. Visual inspection of the device identified cracks on the light blue main body of the transfer set. Leak testing, clamp function testing, and clear passage testing were performed on the device with no issues noted. Upon conclusion of the investigation, the reported cracks were verified during visual inspection. The cause of the cracks could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there were cracks on the "light blue main body" of a minicap transfer set. This was noted to have occurred during patient use. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.